Event description:
The handheld device was returned to the manufacturer for analysis. The handheld was received without a serial cable which was reported to be the cause of the malfunction; therefore, no analysis can be performed on the serial cable. During the analysis no anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
The handheld serial cable was returned to the manufacturer where analysis is currently underway.

Event description:
The physician reported that he received error messages during interrogation of two separate vns generators. A company representative was able to perform troubleshooting and identified that the serial cable connection was loose and the error message was able to be duplicated with the cable bent. A new programming tablet was provided to the physician. The handheld is expected to be returned for analysis, but has not been received to date.

Event description:
An analysis was performed on the returned serial cable and no anomalies associated with the serial cable were noted during testing. The serial cable performed according to functional specifications.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the handheld confirmed all quality tests were passed prior to distribution.